Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed the upstream occlusion message while delivering 92 ml of stem cells at 999ml/hr during therapy. The set up was correct and verified by two registered nurses (height of bag, distance from pump to product infusing). The pump was programmed for 92 ml and when the pump alarmed infusion complete, 22 ml were left in the IV container which was then programmed and delivered to the patient. There were no patient injuries or medical interventions reported as a result of this false upstream occlusion event. The customer was notified that exceeding 500 ml/hr flow rate settings when using sets with backcheck valves may cause air in line or upstream occlusion alarms. It was stated that using minidrip chambers for flow rate settings greater than 200 ml/hr may also cause air in line or upstream occlusion alarms. Baxter is working with the customer to mitigate further occurrences.